Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not returning and is not available for evaluation. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted coronary dilatation catheters, nc trek rx, global, instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. It also stated: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the distal marginal artery with mild tortuosity and heavy calcification. The lesion was predilated with an unspecified 1.5x10mm balloon and a 2x10mm balloon. A 2.5x38mm xience xpedition rx stent delivery system (sds) was advanced toward the target lesion and failed to cross due to the patient anatomy. The sds was removed and an unspecified stent was implanted. A 2.75x8mm nc trek rx balloon dilatation catheter (bdc) stylet and protective sheath were removed without resistance. The balloon was not soaked prior to use and air aspiration was not performed outside the anatomy. The nc trek was advanced toward the target lesion to perform post dilatation. The balloon was inflated once to 12 atmospheres and the balloon ruptured. Reportedly the leak was found in the stented segment. The device was removed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.